Manufacturer narrative:
Product ID 3095-51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3031, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient product ID 3080 lot# l76601, implanted: 2000 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient started having problems with her device four to five months prior to the report and the patient didn¿t have control of her bladder. Additional information received in (B)(6) 2013 reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had surgery on (B)(6) 2013.